Event description:
It was reported that balloon rupture occurred. The patient presented with severe lower limb ischemia. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 3mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no complications nor injuries reported and the patient condition was good.